Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 600 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced vomiting. When removed from the infusion site, the pod's cannula was found bent. At the hospital, the patient was placed on intravenous therapy of fluids, insulin and was given other medications (not provided). The patient was released a few days later. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.